Manufacturer narrative:
The device was returned to olympus for inspection. The white residue could not be analyzed as the sample of the foreign material could not be retained for testing, therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue on the air/water channel. There was no patient involvement.